Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had the implantable neurostimulator (ins) moved to the other side of the body and had new extensions implanted back in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2012 (B)(4), product type extension, product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 355531, lot# n318221, implanted: 2012 (B)(6), product type screening device. (B)(4).

Event description:
Additional information received reported that the patient had surgery 'about two weeks ago' to move his stimulator up '3-4 inches' due to the device 'pushing out.' It was also stated that the device as 'just about to go through the skin.' It was noted that the erosion began 'about 3 months ago.' It was also reported that the patient was seeing the 'low battery' screen on his programmer. The battery was replaced in the programmer and that issue was resolved. Further information has been requested. If more information is received, a follow up report will be sent.